Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 20 mg/dl. The customer was treated for low blood glucose with IV by ambulance. The customer has been experiencing low blood glucose for 1 1/2 years. Customer was not admitted as an inpatient for medical treatment. The customer's husband had to call for ambulance 3 times in the last month and issue caused him to seek medical attention 3 times in the last month for unexplained low blood glucose. Customer will call back to continue troubleshooting. The customer's husband stated that the sensor issue caused him to seek medical attention 3 times in the last month for unexplained low blood glucose.